Event description:
It was reported that the atrial lead exhibited noise, which lead to inappropriate mode switches. Electrical values were normal. The lead was capped and replaced. The patient was in good condition after the event.

Manufacturer narrative:
(B)(4).